Event description:
Ous MDR - after an implantation period of approximately 2 months increasing pacing impedances > 3000 ohms were registered via home monitoring which could be reproduced by provocative maneuvers during patient follow-up. Due to suspected sub-clavian crush the lead was extracted and replaced, however, no visible damage to lead was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis including an electrical and a visual inspection. In the course of the electrical analysis the pacing impedance was measured showing intermittent increases to >3000 ohms, which confirmed the clinical observation. The subsequent visual inspection of the lead revealed a broken contact in the is4 connector which can be considered as the root cause of the clinical observation. The circumstances that contributed to this occurrence were not determinable. The manufacturing process for this device was re-investigated. The manufacturing records document a normal device production. In particular the final acceptance test proved the device functions to be as specified. Furthermore approx. 42 cm distal to the is4 connector pin the insulation was damaged due to a cut which most likely occurred during the explantation procedure.